Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was a shorted +1.8pld through the u1003 pld component on the c/a board sn (B)(4). The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the monitor would not power on. The patient was issued a replacement monitor.